Event description:
It was reported that during a stenting treatment procedure, a stent deployment issue occurred. The 80% stenosed target lesion was located in the bi-lateral occlusive common iliac artery. Following deployment of the 10x60mm 75cm epic¿ stent the deployed length was only 40mm. The short stent was extended with the implant of another epic stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).